Event description:
Initial reporter from another country indicated that "there was no transfer of info" on the sites dell handheld computer. The handheld computer has 7.1 programming software and it displayed an error message on the screen after every interrogation, "sql error" and did not display the interrogation performed. The dell handheld computer with software were returned to manufacturer and are pending completion of the product analysis.